Event description:
Foley catheter was placed before surgery, after the surgery it was attempted to remove the foley. The foley would not come out. Urology was consulted and the foley was left in. The urine is flowing correctly. It was concluded that the problem could be a manufacturing valve issue.